Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for son via phone call for high blood glucose. Customer¿s blood glucose was 278 mg/dl. Customer¿s current blood glucose was 161 mg/dl. Customer treated it with 10 units of bolus. Customer waited for the insulin pump to remind him that his reservoir was low. Customer mentioned having blood glucose of around 400 mg/dl last week. The insulin pump will not be returned for analysis.